Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 900-999 mg/dl, "kidney and pancreas issues"; cause was not clear. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was 4 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.